Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump produced low battery alarms when the indicator showed that there was full battery in the pump. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a warning for a low battery issue was observed in the alarm history. A low battery alarm was duplicated during the investigation, however the pump could not duplicate the alleged issue of the display screen showing the incorrect battery power remaining.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.